Event description:
Pt receiving continuous infusion of morphine via verifuse pump. Pump alarmed and read "malfunction 20, remove batteries." According to operators manual this indicates a sys defect, drive defect, or internal malfunction. Rptr removed pump from operation & returned to I-flow. I-flow then returned the pump and prior to putting it into svc, rptr tested the pump and it shut down completely after 13cc infused. Pump went blank except for japanese writing. Sent back to I-flow.